Event description:
A report was received from the USA stating that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Though multiple attempts have been made, no further information has been received.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) to breath delivery (bd) cable assembly. The unit passed extended self-testing. (B)(4).